Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to omsc for evaluation. Omsc reviewed the condition of the gap and judged that the second acoustic matching layer under the acoustic lens was not exposed. As a result of evaluation, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that there was gap of adhesive on the distal end. The adhesive peeled off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object. There was no report of patient injury associated with the event.